Event description:
A (B)(6) male patient contacted zoll customer support to report continuous check therapy electrode pad message. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problems (continuous check the pad messages) was confirmed. Upon investigation, the distribution node (dn) to both the trunk cable and ecf ""cable was completely pulled form the dn. The root cause of the damaged cable could not be positively identified but was likely excessive force. No adverse even resulted form the damaged cable. The patient received a replacement electrode belt.